Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had the stimulator for about a year and half of that gave them problems. It would randomly turn on by itself and usually at the highest intensity. The patient felt a stronger intensity, and pain in the legs and back when this took place. This happened about five times during this period. It was noted that normal use may had led or contributed to the issue. The patient usually didn't bring the remote with them, and once or twice had to drive about 30 minutes to go back home and access the programmer to control the therapy and turn it off. Stimulation/therapy had now been deactivated by the doctor for a temporary period. The doctor knows about the issue, and was planning to remove the implant and install another one, probably in late (B)(6) of 2019. The issue was not resolved as of 03-jun-2019. It was noted that the doctor may want to reactivate the therapy at a certain point. No surgical intervention occurred or was planned. The patient was alive with no injury.